Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 1 event was confirmed. Two devices were found to be affected by corrosion. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events, in which the device overheated. Two reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.